Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2018: hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, hypersensitivity, vaginal discharge, vaginal infection, migraine, fatigue, alopecia, weight fluctuation and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pelvic pain, abdominal pain, dyspareunia(painful sexual intercourse), menorrhagia(heavy menstrual bleeding), hypersensitivity, vaginal discharge, vaginal infection, migraine, fatigue, hair loss, weight fluctuation, bloating, plaintiff did not undergo any confirmation test. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("plaintiff did not undergo any confirmation test."). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal on (B)(6) 2018: hysterectomy (partial)). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("plaintiff did not undergo any confirmation test."). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal on (B)(6)2018: hysterectomy (partial). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report of lawyer. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.